Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blister underneath her left arm while wearing the lifevest. The patient's doctor gave her an ointment, metirocin, which reportedly helped in healing the blister.